Event description:
It was reported that during a renal percutaneous transluminal angioplasty procedure, "the physician lost the stent when he inflated the balloon inside the renal artery. So, he decided to put the stent in iliac artery after it jumped from renal artery." Additional information regarding this event was requested and was not available. Based on the limited information received we are conservatively filling this MDR as a stent migration. However, this information is inconclusive. This device is ous only; however, there is a similar device marketed in the us.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains in the body; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.